Event description:
The target lesion was distal circumflex artery (cfx). The vessel was de-novo concentric and bifurcated lesion. Aha/acc classification of the vessel was type c. The lesion length was approx 25 mm and vessel diameter was approx 2.5 mm. The index procedure was an elective case. Pre-dilatation was conducted with a balloon (2.5/15mm) at 10 atm for 15 seconds. A cypher (2.5/28mm) was implanted at 20 atm for 30 seconds. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was measured (206). A taxus stent was implanted in the proximal lad. In early 2008, the pt developed an acute myocardial infarction. Cag was conducted and thrombus was observed in the cypher at the distal cfx and the taxus at the prox lad. To treat the thrombus, poba was conducted. A week later, the pt developed exacerbation of heart failure. The pt did not recover and passed away 2 days later. An autopsy was not performed.

Manufacturer narrative:
This prod is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.